Manufacturer narrative:
(B)(4) was used to denote surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to multiple lead safety switches over the past year from bipolar to unipolar. No additional adverse patient effects were reported.